Event description:
The patient was in bed receiving an IV chemotherapy infusion. She was boosted up in bed with the help of two staff members and a draw sheet. The IV tubing accidentally snagged, and the tubing came apart. The break in the tubing occurred at the site of the pac needle extension tubing. The IV pump was stopped immediately, and no chemo medication spilled. The needle was changed immediately.